Manufacturer narrative:
The user facility report ((B)(4)) was rec'd from the (B)(6) registry. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad administrator that the pt was admitted into the hospital for elevated powers and increased lactate dehydrogenase (ldh), and pump thrombosis was suspected. It was also reported that red heart and low flow alarms occurred. A decision was made to exchange the pump for another MFR's device. Add'l info was rec'd from the vad coordinator stating that a ramp echo was performed and no abnormal findings were documented. The pt's international normalized ratio (inr) at the time of the event is 3.3. The pt's inr had been 2.0-3.0. The pt was being treated with doxycycline for a driveline infection. His most recent driveline culture was reported to be clear for infection. Medication was administered for the power elevations and increased in ldh. All oral medications were stopped prior to the pump exchanged, but the pt was kept on integrilin and heparin. The integrilin and then the heparin were later stopped.